Event description:
Did not pass 21% o2 pump assisted tidal volume as received. Low tidal volume.

Manufacturer narrative:
The unit was returned for repair and was recalibrated and tested. It met all specifications after the calibration was completed.